Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of the reported balloon catheter 2af283 lot number 60164 showed that the push button luer was broken. Smart chip verification indicated that the balloon catheter was not used. The reported balloon catheter passed the electrical integrity test and performance as per specification. In conclusion, the reported balloon catheter failed the returned product inspection due to the broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.